Event description:
Caller reported a malfunction on the pump, specifically a malf 9 code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the issue reoccurs, which was acknowledged and understood by the caller.